Event description:
It is reported that a customer experienced low blood glucose of 45 mg/dl. The customer was treated for the low blood glucose with glucose tablets. The customer was assisted with trouble shooting, but found nothing out of the ordinary with their insulin pump. The customer was informed to monitor their insulin pump of any future issues. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.